Manufacturer narrative:
Isi has received the harmonic ace instrument, but evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not be determined. A follow up MDR will be submitted following the completion of failure analysis and if additional information is received. No image or video clip for the reported event was submitted for review. No additional log review was performed as this type of failure would not result in an error in the logs. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is reportable due to the following: the complaint alleged the harmonic ace instrument had a melted teflon pad with fragments falling inside the patient. Unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the issue to occur. It is also unknown whether all fragments were retrieved. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument had a melted teflon pad. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer retrieved fragments by using a laparoscopic endoscope and instrument during the same procedure. However, the customer was unsure if all fragments were retrieved because they were almost like powder. No post-operative tests were performed to check for remaining fragments as the tip part would not be visible under x-ray or ultrasound. The instrument was in use for about 5 minutes prior to the reported event. The instrument was inspected prior to use with no issues noted. The instrument was holding onto tissue while making an incision, when a white debris of the pad was observed "flying into the field." The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the event. The surgical staff did not feel any resistance upon final removal of the instrument through the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device or video recording of the procedure were available for return. The customer was unable to disclose patient-related information.

Manufacturer narrative:
D14, d15- intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was not found to have thermal damage on the teflon pad. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed the energy delivery test. The teflon pad was found to have a burr, however there was no material missing from the pad. The root cause of this failure is attributed to user mishandling/misuse. A review of the device logs for the harmonic ace (part# 480422-01 / lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on 22-feb-2021 via system serial# (B)(6). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage.